Manufacturer narrative:
After further review it was determined that this incident does not meet reportable malfunction criteria.

Event description:
An event occurred on an unspecified event date involving a primary plum set, 15 micron filter in sight chamber, clave secondary port, 0.2 micron filter, clave y-site, polyethylene lined tubing, secure lock, 272 cm reported that giving set was connected to the patient and the flush was delivered. When secondary bag line was connected to the b port, pump was unable to be back primed. Set had to be disconnected from the patient and a new set prepared. There was patient involvement, unknown delay in therapy and unknown adverse event.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.